Event description:
It was reported that the patient¿s caregiver received an insulin occlusion alert on an ilet system, after which delivery was resumed and a fill tubing only process was performed; blood glucose at the time was 179 mg/dl, and the event was categorized as hyperglycemia with cause unclear. Customer care provided support that included product troubleshooting with user education on resuming delivery and priming to clear the occlusion. Investigation of this case revealed an occlusion-related insulin delivery interruption as the device problem, with the specific component not conclusively identified and the cause remaining unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included no reported medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.